Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete device information. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Added device details obtained from manufacturer representative.

Event description:
Related manufacturer report number 3006705815-2019-02322.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during an implant procedure, the physician was unable to implant the new leads. In turn, the procedure was abandoned. The device information has not been made known to the manufacturer.